Event description:
While using expired test strips on (B)(6) 2012 at 8am, the customer reported not being able to receive a reading on his adc meter after the sample was applied. Since he was unable to test, the customer reported being unable to calculate the correct dose of insulin and decided to self-administer insulin "based on what his normal blood sugar would be if the meter was working correctly". Subsequently, on (B)(6) 2012 and "late at night" at an unspecified time, the customer reported experiencing symptoms he described as "vomiting, dehydrated, sick to (the) stomach". The customer reported self-treating with "lantus 25cc, humalog 8cc, lunch, 10cc breakfast, 13cc dinner" to counteract the event. Furthermore 2 days later the customer self-presented to a hospital, where he was diagnosed with diabetic ketoacidosis (dka). The customer reported receiving treatment that consisted of "insulin drip, IV fluid of potassium", and also had unspecified "blood test(s)" and "blood sugar tests every hour". The customer also reported he was "given something for his stomach". There is no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4)